Event description:
An electronic report was received from a user facility which stated a patient coded with use of this dialyzer. The reporting rn as well as the facility were contacted for additional information as well as the treatment sheets of this event. For this event, dialysis was initiated and the staff was attempting to remove 3.6 kg of fluid. The patient had completed well over 2 hours of dialysis when the patient's bp dropped to 94/33, was given 100 ml of normal saline and proceeded to become unresponsive. An AED was placed and CPR initiated. The patient was reported as not breathing or no pulse. 911 was called. Patient began to breath at this time and was transferred to the local ER for evaluation. The patient was discharged with no further ill effect related to this event. The facility believes the symptoms reported "could not be e-beam. This patient is withdrawn, has increased bp and not taking her meds, has increased fluid, and feet are swollen and staff unable to remove enough fluid. We request patient to return to unit for another treatment for the fluid and patient doesn't respond. The patient has recently lost her husband who was also a dialysis patient and she reportedly frequently states "he is waiting for me". The patient has a history of apnea. The facility believes the staff was removing too much fluid and now the order is staff can remove up to 3.5 each treatment". The rn stated the patient has heart failure. There is a companion sample available for an evaluation. The patient receives hemodialysis with 180nr dialyzer and continues unresponsive episodes with less frequency.